Event description:
It was reported to tyco healthcare/kendall on may 16, 2007, that during an open cholecystectomy, the tip of the yankauer suction tube was noted to be broken with a piece missing. A search of the operative field, patient's abdomen and suction tube packing was searched without success. The patient has not returned. Sample was discarded and will not be returned for evaluation.

Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded.